Event description:
It was reported that the customer experienced on-going intermittent low blood glucose (bg) levels of "low" on the glucose monitor. Cause of low bg was unknown. Low bg was addressed by consuming carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.